Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the reporter, they use allkare protective remover wipes and dial yogurt and honey shower soap. In addition, patient uses allkare protective barrier wipes. The end user changes the product daily and has used this type of product since (B)(6) 2013. Alternate samples have been sent. The end user has been advised to follow up with their primary care physician, and/or call convatec if the issue is not resolved. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports that they have developed red itchy skin under the wafer's mass which extends under the tape collar.